Manufacturer narrative:
Date rec'd by MFR: 28may2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly passed all testing, and no errors were generated. The reported issue could not be duplicated. No fault was found on the returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. The manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the touchscreen to resolve the reported issue. The unit was tested and ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure. It is unknown if unit was in use at time of the reported issue. No patient/user harm was reported. Event date not specified; estimate used.